Manufacturer narrative:
(B)(4). Batch # = n90j6n. Additional information was requested and the following was obtained: how did the device misfire? The clip scissored. Did the device deliver any clips? Yes it did but they were malformed or scissored. No patient consequence the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 6 clips as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the back table one clip was test fired prior to patient use with scissoring being noted. The case was completed with another device. No patient consequence.